Event description:
It was reported via repair work order that the side rail could drop unintentionally due to side rail assist cable being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.